Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.50mm x 16mm veriflex stent was selected to treat the target lesion. While the device was advancing through the guide the shaft came apart. No patient complications were reported.